Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report low blood glucose levels. Unable to troubleshoot during the call as customer was not very coherent. Customer refused to recheck his blood glucose and hung up the phone. The medtronic minimed diabetes technician called customer back but got no answer. Then the technician called the paramedics.